Manufacturer narrative:
This report is being submitted as part of a system level review, which will include an investigation of all potential fresenius products being used at the time of the event. Medical records have been requested, if and when additional info is provided a supplemental report will be submitted upon final review of medical records by post market clinical. As one lot number was reported by the client a sap search was done to identify each lot number for the product that was delivered to the client in a three month time frame, the search demonstrated one lot was shipped to the client during this time. According to the sap system no product from this lot is available to be analyzed. A DHR was completed using the records from the identified lot number. No discrepancies or nonconformances were found during the production of the lots. The reported complaint was not confirmed, a definite conclusion regarding the complaint cannot be reached without a physical examination of the complaint sample. This report is related to two other report for the same event.

Event description:
It was reported by the clinic that the pt has confirmed peritonitis (enterobacter) and is receiving antibiotic treatment and did not require hospitalization. The cause of the peritonitis is unk. The pt has continued with regular peritoneal dialysis treatments. A request for additional info was made.